Manufacturer narrative:
Removed other serious; added hospitalization and required intervention.

Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels and diabetic ketoacidosis; however, no specific bg values were provided. Reportedly, the customer and their health care provider suspect that the customer may have an increased resistance to insulin. While in the hospital, customer was treated with an insulin drip while also using the pump to treat their bg levels. The customer was released on (B)(6) 2016. Review of pump data by tandem technical support did not reveal any anomaly in pump performance. Reportedly, customer uses humalog in pump cartridges for 3-4 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours.